Manufacturer narrative:
(Date of death). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intubation, the device's blade came loose by drawing back the device. It was reported that blade d is connected from the device and remained in throat of the patient. It was stated that during the second intubation, the same situation was actual and again the blade came loose. It was reported that after inspection of the blade, the lip for connection to the scope was too flexible. The customer reported that the patient died but was not related to the malfunction of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intubation, the device's blade came loose by drawing back the device. It was reported that blade disconnected from the device and remained in the throat of the patient. It was stated that during the second intubation, the same situation was actual and again the blade came loose. It was reported that after inspection of the blade, the lip for connection to the scope was too flexible. The customer reported that the patient died.